Event description:
It was reported that a patient who was treated bilaterally in the previous year with monofocal aab00 or zcb00 intraocular lenses (iol)s had the iols explanted in (B)(6) 2021 after the lenses had been implanted for about six months. The customer was no longer sure which type of iol was used. The patient had complained of halos at night and twilight, especially when driving. It was not acceptable for the patient, so the surgeon explanted the iol and implanted the patient with an iol from another manufacturer. Account indicated that the patient's initial surgery was completed as planned without any complications: no incision enlargement or sutures required and no other medical interventions were reported. The patient had a visual acuity of 1.0 in each eye after the first and second surgery. The iols were discarded upon removal. No further information was provided. This report is being filed for the patient's left eye. A separate report will be filed for the patient's right eye.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: unknown/ not provided, but occurred approximately six months prior to september 2021. Explant date: unknown/ not provided, but was occurred in september 2021. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.